Manufacturer narrative:
The catheter was returned and analysis found a procedural non-conformance; a kink was observed in the catheter body.

Manufacturer narrative:
Eval code-conclusion replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine and dilaudid via an implantable pump for spinal pain. On an unknown date in (B)(6) 2015, the patient experienced leg weakness, incontinence (didn't specify bowel and/or bladder) and constant stabbing pain in her buttocks that radiated down both legs. The left leg pain was greater than the right and it was worse when sitting. She also experienced complete numbness in her left toes. The patient had been using a wheelchair since she had been falling when she tried to walk because her legs would give out. They did a series of radiology and other tests, but the results were not provided. She was diagnosed with an inflammatory mass. The physician decompressed her spinal cord and nerve roots (laminectomy) at l1. The catheter tip was then removed and a new catheter tip was implanted at l3. It was later reported the inflammatory mass, weakness and incontinence resolved. If additional information becomes available, a follow-up report will be submitted.